Event description:
During adenoidectomy procedure, the suction coagulator "flamed up." No injury resulted, however the rn called MFR to report this. Because the disposable item was unable to be sent through the mail because of dried blood inside, it was disposed of.